Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 03-mar-2020.

Event description:
The customer reported that the device had experienced ovp (over voltage protection) circuit failure. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported.

Manufacturer narrative:
G4: 08may2020. B4: 09may2020. Power management (pm) printed circuit board assembly (pcba) and motor controller (mc) pcba were received for evaluation. There were no signs of damage or contamination during visual inspection. After testing, the reported issue was unable to be duplicate and no faults were found. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 18mar2020. B4: 20mar2020. The device was evaluated by the field service engineer, but the reported issue was unable to reproduced. The field service engineer replaced the power management (pm) printed circuit board assembly (pcba) and motor controller (mc) pcba as a precaution. The device was tested and functions as intended. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.